Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was advanced in order to inspect the handshake connection and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A guidewire was returned running through the device. The guidewire was removed with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00114. It was reported that the burr became stuck on the rotawire. The 99% stenosed target lesion was located in a severely calcified coronary artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were used for treatment. During the procedure, ablation was performed using the rota burr. When the burr was withdrawn, it was noted that the burr got stuck with the rotawire outside of the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Event description:
Same case as: 2134265-2015-00114. It was reported that the burr became stuck on the rotawire. The 99% stenosed target lesion was located in a severely calcified coronary artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were used for treatment. During the procedure, ablation was performed using the rota burr. When the burr was withdrawn, it was noted that the burr got stuck with the rotawire outside of the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).